Event description:
It was reported that the right ventricular lead exhibited loss of capture. A fluoroscopy revealed that the lead had dislodged. The lead was explanted and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Final analysis found that the insulation was abraded at 16.4 cm to 16.8 cm from the connector pin. The abrasion was consistent with constant friction with another implantable device.